Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer was not using the insulin pump for a few hours and when she put it back on to check her blood glucose reading the unit alarmed. The customer's blood glucose level was 36 mg/dl. The customer treated with juice during the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase; unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.